Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the device had an error code 571.6241 was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, tech called in with error code on etco2 unit 571.6041. Check harness to oridion module and reseat harness. Replace etco2 board. Send in to factory for repair. Transfer tech to services repair for further assist. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn¿t determine the probable cause of the customer¿s reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had an error code 571.6241. There was no patient involvement.